Event description:
The customer reported a frozen user interface module (uim). The unit was on a pt at the time of the incident, however, there was no harm to the pt. The pt was switched to another ventilator. The customer requested an exchange for the user interface module.

Manufacturer narrative:
Failure analysis (fa) lab received an avea user interface module (uim) assembly. Fa installed the uim assembly on to avea test station. Fa powered uim in to user mode and noticed the touch screen calibration was inaccurate and difficult to use. When attempting to select a digital touch button, would have to touch the digital touch button several times for it to be recognized. Fa cycled the power in to service mode and calibrated the touch screen. It was difficult to do the touch screen calibration due to the touch inaccuracy. After the calibration was complete, cycled power into user mode and the touch calibration was good for one minute. After one minute passed the touch calibration was lost once again. Fa disassembled the uim to visually inspect pcb's, cables and connectors. During visual inspection, noticed liquid residue on the optical encoder and around the inside of the front bezel. Proceeded by replacing optical encoder with a known good optical encoder. After the replacement was made, powered the uim into service mode and successfully recalibrated the touch screen. After the touch screen calibration was complete, cycled power into user mode and the touch screen was working properly even after one minute. Fa allowed the uim to cycle for thirty minutes and the touch screen remained working properly. Fa was able to duplicate and isolate the reported problem to the optical encoder. The uim assembly was scrapped.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the customer a replacement user interface module. A returned goods authorization (rga) number was issued for the return of the alleged faulty user interface module for eval. The allegedly faulty user interface module was received by carefusion on (B)(6) 2015 and is awaiting eval.